Manufacturer narrative:
The device was inspected, and the reported issue was confirmed. There was no patient involvement when the issue occurred. The issue was resolved by repairing the support arm. The unit was returned to clinical use.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator's support arm was broken. There was no patient harm reported. Manufacturer's ref. #: (B)(4).